Manufacturer narrative:
The reported event has been determined to be post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration and bone loss. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Infection and mobility was reported at the time of implant failure. Primary stability was achieved. No augmentation was performed at the time of surgery. Bone quality at time of failure was reported as type ii.